Event description:
It is reported that the liner would not seat into the cup. A new liner was opened to complete the operation.

Manufacturer narrative:
This report will be amended when our investigation is complete.